Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was not synced. A technical support specialist (tss) remotely accessed the station and identified a critical override notice despite the feature not being enabled on either the station or the server. An override reason query indicated the reason was system generated. As a precautionary measure, tss performed a backup and executed a synchronization without dropping the database. Following these steps, the critical override notice cleared, and the station was restored to service. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, database was not synced, and unit was taken out of service. However, there were no delay to patient care and adverse events or injuries reported based on this incident.